Event description:
Note: this report pertains to one of 2 devices used during the same procedure. Refer to manufacturer report # 3005099803-2010-04736, for the other associated device information. It was reported to boston scientific corporation that a biopsy forceps was used during a bronchoscopy procedure performed on (B)(6), 2009. According to the complainant, during the procedure as the biopsy forceps were withdrawn from the scope, it was noted that a part of the blue coating peeled off of the device. The physician searched for any fragments in the patient and endoscope and found none. The procedure was completed with a second biopsy forceps device. The same issue (coating peeled) occured with the second device. Again, the physician searched for fragments and found none. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Although the coating fragments could not be located, the physician was not concerned about the potential of fragments in the patient.

Manufacturer narrative:
A visual examination found that a piece of the jacket was protruding from the returned device. The device riveting and crimping marks were within specification. Functionally, the device opened and closed within specification. The condition of the returned incident device was consistent with the complaint that the device jacket was damaged. The evaluation found that the jacket was protruding from the device distal end which is indicative of a trimming issue. Therefore, the most probable root cause is manufacturing. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of 2 devices used during the same procedure. Refer to manufacturer report # 3005099803-2010-04736, for the other associated device information. It was reported to boston scientific corporation that a biopsy forceps was used during a bronchoscopy procedure performed on (B)(6) 2009. According to the complainant, during the procedure as the biopsy forceps were withdrawn from the scope, it was noted that a part of the blue coating peeled off of the device. The physician searched for any fragments in the patient and endoscope and found none. The procedure was completed with a second biopsy forceps device. The same issue (coating peeled) occured with the second device. Again, the physician searched for fragments and found none. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Although the coating fragments could not be located, the physician was not concerned about the potential of fragments in the patient.